Event description:
It was reported that this pacemaker exhibited difficulties to interrogate, as the programmer was unable to locate or identify the implanted device. Technical services (ts) was consulted and provided troubleshooting guidance; however, the issue persisted. The field representative was paged for in-person support. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this patient passed away on hospice care from pneumonia. The field representative noted there were no issues related to the device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate, as the programmer was unable to locate or identify the implanted device. Technical services (ts) was consulted and provided troubleshooting guidance; however, the issue persisted. The field representative was paged for in-person support. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate, as the programmer was unable to locate or identify the implanted device. Technical services (ts) was consulted and provided troubleshooting guidance; however, the issue persisted. The field representative was paged for in-person support. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this patient passed away on hospice care from pneumonia. The field representative noted there were no issues related to the device.